Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 4/53 alarm found in the pump history (line number = 512 and file number = 0). Unable to determine root cause per r and d, problem isolated to electronic assembly. Unit was received with corroded battery tube, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had two different pump errors alarms. The customer declined to provide their blood glucose level. The pump error did not occur during the rewind. Troubleshooting was performed. The programed a normal bolus into the air and the bolus amount was recorded in the daily history. Due to the pump error, the customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.